Event description:
It was reported that during a superion indirect decompression spacer implant procedure, the spacer broke during deployment. The entire device was removed and a new spacer was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.

Event description:
It was reported that during a superion indirect decompression spacer implant procedure, the spacer broke during deployment. The entire device was removed and a new spacer was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was disposed of by the medical facility.